Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer reported that the insulin pump had recently been exposed to an excessive amount of sweat. Blood glucose level was 500 mg/dl at the time of the call. Customer stated that he was treating the high blood glucose level with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to verify the error alarm or perform the displacement test, rewind, basic occlusion, occlusion or no delivery tests due to the unresponsive buttons. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.